Event description:
It was reported by service report that the scale was not accurate.

Event description:
It was reported by service report that the scale was not accurate

Manufacturer narrative:
Result - load cell.

Manufacturer narrative:
Follow-up submitted to correct the type of report from serious injury to malfunction.